Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and there was an episode of noise noted on the atrial channel. An attempt was made to print the episode via a merlin programmer, however there was an error message delivered. The programmer was rebooted and the error message appeared again. A new programmer was used, however the error message still persisted. Technical support was contacted and suggested troubleshooting to resolve the issue. The patient was stable with no consequences.